Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Hold for ce 8/16/21it was reported that the pump did not declare alerts as expected and the pump history was missing data despite being in use. Customer¿s blood glucose level was not impacted. The customer reverted to alternate insulin therapy.